Manufacturer narrative:
It was reported by the hospital contact that both coils (640cx0308/17137685) and (640cx2505/15953671) had re-sheathing failure. The procedure was successfully done. It was initially reported that the product will be returned for analysis. No additional information available at this time. A non-sterile orbit galaxy cmplx xtrasoft coil 2.5x5 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received separated of the unit and it was found unzipped and elongated condition was noted on it. The support coil and gripper were found outside of the introducer. The embolic coil was received separated of the device and it was found stretched in tangle condition. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found broken/stretched in tangled condition. The introducer was found unzipping and it cannot be re-zipping due to the elongated conditions noted o it. A review of the manufacturing documentation associated with this lot 15953671 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil introducer ¿ zipping difficulty re-zipping¿ was confirmed. The cause of the failure experienced by the customer appears was due to the elongated condition found on the introducer. The elongated condition noted on the introducer and the condition of the embolic coil was apparently caused by applying excessive force on the devices but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is an initial/final report. UDI: (B)(4). Concomitant medical products and therapy dates: orbit (640cx0308/17137685) .

Event description:
It was reported by the hospital contact that both coils (640cx0308/17137685) and (640cx2505/15953671) had re-sheathing failure. The procedure was successfully done. It was initially reported that the product will be returned for analysis. No additional information available at this time.